Event description:
Reporter applied to neck previous night for 2.5 hrs. Hot pack was warm, but not painful. In morning, noted bumps and small blisters in patch area. Reporter is nurse's assistant and applied neosporin to area, and did not seek any medical attention.